Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that a s screw perforated and violated the l5 root. The patient underwent a revision surgery and the screw was repositioned. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The lots that were used are part# 54740004530, lot h11d2427, expiration date 05/27/2019; lot h11e2844, expiration date 06/02/2019; lot h11f0513, expiration date 06/10/2019. The manufacture date for lot h11d2427 is 05/27/2011; the manufacture date for lot h11e2844 is 06/02/2011; the manufacture date for lot h11f0513 is 06/10/2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.